Event description:
It was reported that a patient was experiencing difficulty charging their ipg. The ipg had discharged completely and was no longer working. Troubleshooting was performed but the ipg could not be recharged. An analysis of the ipg database was conducted which confirmed that the ipg is prematurely depleting. Additional information was received that the patient's ipg was explanted and replaced with a new one. The patient was reprogrammed and is receiving adequate pain coverage.

Manufacturer narrative:
Patient code 3191: no code available was used because there is not an equivalent FDA code for surgical intervention.

Event description:
It was reported that a patient was experiencing difficulty charging their ipg. The ipg had discharged completely and was no longer working. Troubleshooting was performed but the ipg could not be recharged. An analysis of the ipg database was conducted which confirmed that the ipg is prematurely depleting. Additional information was received that the patient's ipg was explanted and replaced with a new one. The patient was reprogrammed and is receiving adequate pain coverage.

Manufacturer narrative:
Device technical analysis - the returned ipg was analyzed and found that the device could not be charged after several attempts. Visual inspection revealed that internal circuit of the ipg exhibited a negative nickel strip of the battery which was disconnected from the printed circuit board (pcb) kovar tab. Weld marks are there but it appears that the welds were weak. After re-connecting the nickel strip, the device was able to be fully charged and communicated successfully with multiple known good devices. Labeling review - a product labeling review identified that the device was used per the directions for use (dfu) / product label. Investigation conclusion - with all the available information, boston scientific concludes the reported event was confirmed. The negative nickel strip of the battery was disconnected from the pcb kovar tab. The most probable investigation conclusion code was determined to be "manufacturing deficiency".

Event description:
It was reported that a patient was experiencing difficulty charging their ipg. The ipg had discharged completely and was no longer working. Troubleshooting was performed but the ipg could not be recharged. An analysis of the ipg database was conducted which confirmed that the ipg is prematurely depleting. Additional information was received that the patient's ipg was explanted and replaced with a new one. The patient was reprogrammed and is receiving adequate pain coverage.

Manufacturer narrative:
Device technical analysis - the returned ipg was analyzed and found that the device could not be charged after several attempts. Electrical testing revealed that internal circuit of the ipg exhibited a negative nickel strip of the battery which was disconnected from the printed circuit board (pcb) kovar tab. Weld marks are there but it appears that the welds were weak. After re-connecting the nickel strip, the device was able to be fully charged and communicated successfully with multiple known good devices. Labeling review - a product labeling review identified that the device was used per the directions for use (dfu) / product label. Investigation conclusion - with all the available information, boston scientific concludes the reported event was confirmed. The negative nickel strip of the battery was disconnected from the pcb kovar tab. The most probable investigation conclusion code was determined to be "manufacturing deficiency."

Event description:
It was reported that a patient was experiencing difficulty charging their ipg. The ipg had discharged completely and was no longer working. Troubleshooting was performed but the ipg could not be recharged. An analysis of the ipg database was conducted which confirmed that the ipg is prematurely depleting.